Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that before use the intra-aortic balloon pump (iabp) experienced a helium leak, resulting in loss of helium. There was no patient involvement.